Manufacturer narrative:
A field service engineer (fse) found drain diff/retics waste not draining and overflowing out of vent port. An obstruction in port #4 of chamber was cleared and check valve in drain tubing was replaced. The leak was cleaned up according to the defined laboratory protocol. Repairs per established procedures were verified and results meet published performance specifications. Root cause is associated to an obstruction in port #4 of the vacuum chamber.

Event description:
A customer contacted beckman coulter inc., (bec) and reported a fluid leak (left side of the diluter) in the coulter lh 750 hematology analyzer. It appeared to be clenz; however, customer could not locate the source. The fluid was contained within the analyzer. All personnel involved was wearing personal protective equipment (ppe) consisting of their laboratory standard and no one came in contact with the fluid. There was no contact with open wounds or mucous membranes. No death or injury occurred and there was no change to patient treatment.